Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed that truespan 12 degree peek had only one of the plates partially visible, the needle could not be observed. The red trigger was in the activated position. The sleeve was cracked at the distal end. No anomalies could be observed on the device. The overall complaint was unconfirmed as the observed condition of the truespan 12 degree peek would not contribute to the complained device issue. Based on the investigation findings, the potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. As per the instructions for use, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified arthroscopy surgical procedure the four (x4) cordcutter devices were being used when the meniscal suture was passed to the table, when the surgeon was going to penetrate the meniscus, (illegible) of the "fx" of the tip of the meniscal suture. It was attempted to change the suture since four had been used in total, but the surgeon did not accept, because the implant did not remain in the patient, nor did it even manage to penetrate, and the cause was the suture effect. It is unknown whether another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 4 for (B)(4).

Event description:
It was reported that during an unspecified arthroscopy surgical procedure the cordcutter device was being used when the meniscal suture was passed to the table, when the surgeon was going to penetrate the meniscus, (illegible) of the "fx" of the tip of the meniscal suture. It was attempted to change the suture since four had been used in total, but the surgeon did not accept, because the implant did not remain in the patient, nor did it even manage to penetrate, and the cause was the suture effect. It is unknown whether another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b5, h6 medical device problem code: updated. Upon follow up with the reporter it was reported that only one device was involved in this reported event and not four. It was also reported that the device did not physically break into 2 or more pieces. It was reported that at the time of penetrating the meniscus the device broke. The product has not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed that truespan 12 degree peek had only one of the plates partially visible, the needle could not be observed. The red trigger was in the activated position. The sleeve was cracked at the distal end. No anomalies could be observed on the device. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue. Based on the investigation findings, the potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. As per IFU 113244, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.